Manufacturer narrative:
This report is submitted on 15 oct 2020.

Manufacturer narrative:
This report is submitted on 14 april 2020.

Event description:
Per the clinic, the patient experienced infection at implant site which was treated with oral antibiotics, however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2020, it is unknown if the patient was re-implanted with a new device.